Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "issue occurred in both retorts last night, rendering (B)(4) tissue samples under processed and overprocessed no event codes prompted during the runs. Both runs completed successfully. Both retorts were affected reta : routine surgical retb breast needle bx customer reprocessed and has sectioned the tissue at microtomy, and has experienced tissue loss the customer believes the bottle lowest grade ethanol was changed to a 100%, and the highest grade ethanol was replaced with diluted ethanol prior to the start of both runs. The xylene reagent bottles have water in them, tissue was described as hard/ brittle. The customer has taken the unit out of use, and is planning to change all reagents/ flush xylene." On (B)(6) 2022, the assigned leica field application specialist-core histology (fas) documented the following information provided by the customer: "...informed me that formalin bottle #2 had recently been changed and she also thought a couple of 100% alcohol bottles had recently been changed...upon examination of the reagent bottles and comparing the concentrations from the software to the bottle contents, she discovered that: the software indicated that alcohol bottle #7 read 67%, hydrometer reading indicated actual value to be 98% the software indicated that alcohol bottle #8 read in the upper 90's% and the hydrometer reading was much lower than 90%...formalin bottle #2 had been changed on april 6th. Looking at the contents made her believe there could be possible xylene contamination. She wasn't sure what it was, but the reagent looked weird...all reagents were left in their current states she believes that the contents of the alcohol bottles were mixed up or not changed properly. All blocks were reprocessed..." On (B)(6) 2022, leica biosystems melbourne received the ethanol concentration in bottles 3-10 inclusive both measured by hydrometer and calculated by the instrument software obtained by the complainant. On (B)(6) 2022, leica biosystems melbourne received information that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of both the "6.5 hr routine run" protocol comprising (B)(4) cassettes which started in retort a at 19:00pm on (B)(6) 2022 and the "6.5 hr routine run" protocol comprising (B)(4) cassettes which started in retort b at 21:34pm on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. The facts suggest that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred between 11:34am and 11:42am on (B)(6) 2022 when replacing the reagent in bottle 8 (ethanol). Specifically, although a user affirmed in the instrument software at 11:42am on (B)(6) 2022 that bottle 8 (ethanol) had been filled with 100% ethanol between 11:32am and 11:41am on (B)(6) 2022, the variance between the ethanol concentration measured by hydrometer of 77% and that calculated by the instrument software of 100% indicates that a use error occurred during replacement of this reagent. Specifically, bottle 8 was not filled with 100% ethanol. The minimum ethanol concentration required for use in the final dehydration step of a protocol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported by the complainant from the affected tissue processing runs detailed above. The leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."